Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient first went to emergency room and was subsequently hospitalized. The patient's highest blood glucose level was 600 mg/dl. The patient had high ketone level which the healthcare professional assessed as dangerous and life threatening. While in the hospital, they removed the cannula from the site and noticed that the cannula was kinked. Moreover, the infusion had been used for 12 hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.